Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were high thresholds. Implant was attempted with the lead but it was removed and replaced. No patient complications were reported as a result of this event.